Event description:
It was reported that the speed was unstable, and burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A rotapro console kit, 2.00mm rotapro and rotawire were selected for use. During the procedure, it was noted that there was an abnormality of the rotation speed. The rotation speed decreases to 160,000rpm and increases to 200,000rpm from the set rotation speed 0f 180,000rpm. Upon doing the second run, the device stops advancing near the exit of the guide catheter. The burr was stuck 1cm from the wire and could not be advance. Both wire and burr were removed together. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the speed was unstable, and burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A rotapro console kit, 2.00mm rotapro and rotawire were selected for use. During the procedure, it was noted that there was an abnormality of the rotation speed. The rotation speed decreases to 160,000rpm and increases to 200, 000rpm from the set rotation speed 0f 180,000rpm. Upon doing the second run, the device stops advancing near the exit of the guide catheter. The burr was stuck 1cm from the wire and could not be advance. Both wire and burr were removed together. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection of the device did not identify any damages or defects. During analysis, the rotawire was able to be removed from the advancer and burr which was then able to be reinserted with no resistance or issues.